Event description:
A pt was implanted with ti click'x screws on an unk date. Pt was returned to the operating room for removal due to a reported allergic reaction to titanium.

Manufacturer narrative:
Additional info has been requested. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg date could not be determined without a lot number.